Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
(B)(4) states that patient experienced pain, and was revised in 2009, and found to have metal debris and pseudotumor. Subsequently, patient underwent surgery in 2010 to remove the hardware completely and now finds himself/herself in constant pain and immobile without the use of a cane or walker, and also has discomfort and inflammation. The reason for the 2010 revision is not given, nor it stated whose parts the patient currently has.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.